Event description:
It was reported that the insulin gauge was inaccurate. Customer resolved the issue by reloading the existing cartridge. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.